Manufacturer narrative:
This is the first complaint reported for this product lot. Review of the device history record indicates that the order was built to specification. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. The root cause of the customer's complaint is not known; a sample was not returned for investigation. With the information available to date, no evidence exists to suggest the product contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a case of toxic anterior segment syndrome noted after a cataract procedure. The patient was treated with topical steroids and antibiotics. There is no product sample available. Additional information has been requested for this case. This is the second of three product reports for the same event.